Event description:
The pt received his system on (B)(6) 2006. It was reported the pt no longer had stimulation for a few months. The physician replaced the pt's receiver on (B)(6) 2011. It was reported the stimulation was effective postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.